Event description:
It was reported by service report that the fowler was stuck in the high position and oil is leaking onto the floor. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Eval: fowler.